Event description:
The customer contacted beckman coulter inc (bec) in regards to an erroneously elevated accutni patient result within the risk stratification range for one patient generated by the access2 immunoassay analyzer. The erroneous results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Qc results on the instrument was outside of the specifications, therefore, the customer repeated the sample on an alternate access instrument. The repeat test result obtained was lower and within the normal reference range of the assay. On the day of the event, a bec field service engineer (fse) reported finding rust and debris on the exterior of the pipettor tip and replaced it. The fse verified alignments, instrument temperature, and ultrasonics. The fse verified instrument hardware by performing a passing system check within instrument specifications and an accutni precision run with acceptable results. Although hardware repairs were completed by the fse during the service visit, a definitive root cause for this event has not been determined to date.